Event description:
Gambro technical services (gts) noted a leak to atmosphere from the air separator assembly. The affected assembly was returned to the manufacturer for failure investigation. No patient involvement was reported.